Event description:
It was reported that the drug that was in the small chemotherapy bag went twice as fast as it needed. Vtbi was 250ml/24hr with rate of 11ml/hr but the bag went in 12 hours. There was patient involvement and no patient harm was reported.

Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the drug that was in the small chemotherapy bag went twice as fast as it needed. Vtbi was 250ml/24hr with rate of 11ml/hr but the bag went in 12 hours. There was patient involvement.